Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up externalized conductors were observed via diagnostic imaging. Lead remains implanted. The patients condition is well.